Event description:
From staff: internal part of the gelpoint mini advanced access platform fell out and into the abdominal cavity during procedure. Manufacturer response for gelpoint mini, gelpoint mini (per site reporter). Requesting to be sent back to them.